Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during implant of the right ventricular lead, low sensing values were observed and capture could not be obtained. Multiple positioning attempts were made. The lead was removed from the pocket and a replacement lead was successfully implanted.